Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's mother stated that they had high blood glucose of 450 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of call. The customer's mother stated that they were nauseous. Troubleshooting was done. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was exposed to x-ray and airport scanner. The customer's mother stated that they were unable to rewind the insulin pump. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.